Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 10 mg/ml; 1.201 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was unknown. It was reported the patient was traveling to (B)(6) when they started to become nauseous and started vomiting. The patient was admitted to the hospital. The company representative was paged to interrogate the pump. The patient was going to be transferred to another hospital. Additional information received from a healthcare professional (hcp) via a company representative indicated the representative was requested to interrogate the pump on (B)(6) 2018. No further information was available. No further complications were reported.